Event description:
It was reported that the patient experienced stent thrombosis and died. The lesion being treated was located in the first diagonal of the left anterior descending artery. The physician implanted a 2.25x20mm promus element plus stent and a 2.5x33mm non-bsc stent in the target lesion. No patient complications were reported. Four days later the patient died from possible stent thrombosis.

Event description:
It was further reported that the target lesion was 17x2.5mm, de-novo with 90% stenosis. Pre-dilation was performed then the 2.25x20mm promus element plus stent was deployed at 18 atm for 40secs. Post-dilation was performed with a non-bsc balloon at 12atms and another non-bsc balloon at 8atms. Four days later, the patient died suddenly at the hospital with no actions taken and no diagnostics performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).